Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2013 for investigation. Investigation results as follows: the reported complaint was confirmed; the "system error, out of service" (fault 132) was observed when the platform was powered on. Multiple 132 faults were observed in the archive as well. The fault was cleared and the platform was powered on and off three times with no problem encountered. A cause for the faults could not be determined based on the investigation. Following service and the 132 fault being cleared, the device passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error - out of service, revert to manual CPR" message that could not be cleared. Customer was unable to reboot/restart the system with no recurring errors. No patient involvement was reported. No further information was provided.